Event description:
A pt reported experiencing inaccurate high results with a ot basic original meter. The pt's blood glucose results was 165mg/dl (this was the only result provided in the reported issue notes). Tests were done <10 mins apart with a difference of >20%. Pt did not experience any adverse events. No further info has been reported.